Manufacturer narrative:
3/28/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.

Event description:
The device was used during a laparoscopic burch procedure. The needle broke at the swedge while being passed through the tissue. The surgeon applied another device. The hosp reported that no pt injury had occurred.